Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the syringes are cracked or have broken sections.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 834422 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, a photograph was provided for review. The photograph depicted three (3) different syringes all with various deviations. The specifications of the syringe barrels require that the barrel print be printed at the appropriate location and the product free of damage. Inspection standards determined that the observed deviations were classified as non-functional. Given that there were only three (3 ) substandard samples reported for the entire lot, there were not enough rejects to support rejection of this lot. The lot was within acceptable specification. Root cause analysis was performed. Examination of the picture provided has identified several potential root causes for the reported customer event. (1) for the syringes with damage that results in them being non-functional, the following potential root causes may have contributed: if the barrel line ran empty, when the line was filling back up with barrels, too much force may have caused the barrels to hit one another with excessive force, resulting in damage to the barrels. Damage in transit. It is unknown what conditions this material was exposed to during transit from the facility to the customer. Further processing by the customer. The method of processing at the customer is not known and this potential root cause cannot be eliminated. (2) for the syringe that has a low top line and damage to the finger flange, the following potential root cause may have contributed: the barrel may not have been pushed on the printer pin completely prior to the print head meeting the barrel. This would explain why the graduations are out of position and why there is damage to the finger flange (with ink present). The reported customer complaint is confirmed. A root cause could not be determined. Potential most likely root causes were identified as damage in transit, further processing by the customer and/or the barrel may not have been pushed on the printer pin completely prior to the print head meeting the barrel. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.